Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where needle broke during insertion on (B)(6) 2024. The site was patient's abdomen. No further information was available.